Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately six months later, post filter deployment, the patient was scheduled for filter removal due to filter tilted with the tip over the cone appearing to be embedded in the right lateral caval wall. There were several unsuccessful attempts to retrieve the filter using various retrieval techniques. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for perforation of ivc and filter limb detachment. Per medical records, multiple attempts were made to engage the apex of the filter using snare and guide wires but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013), (device: 2907).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed via an open abdominal procedure after two attempted but unsuccessful percutaneous jugular vein attempts. It was further reported that detached limbs were successfully retrieved. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six months later, post filter deployment, the patient was scheduled for filter removal due to filter tilted with the tip over the cone appearing to be embedded in the right lateral caval wall. There were several unsuccessful attempts to retrieve the filter using various retrieval techniques. Subsequently the following month CT revealed filter to be tilted and the hook outside the lateral wall of the ivc. It was also seen some of the tines appear to penetrate the duodenum and also are quite close to and possibly penetrate the posterior wall of the aorta and gallbladder. Next day an unsuccessful retrieval attempt was made during which it was noted filter remains tilted to the right with the top of the filter, including the hook, external to the lumen of the ivc and multiple footplates outside the ivc. Therefore, the investigation is confirmed for perforation of the ivc, retrieval difficulties and filter tilt. However, the investigation is inconclusive for filter limb detachment. Per medical records, multiple attempts were made to engage the apex of the filter using snare and guide wires but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2013) and (device: 2907).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed via an open abdominal procedure after two attempted but unsuccessful percutaneous jugular vein attempts. It was further reported that detached limbs were successfully retrieved. The current status of the patient is unknown.